Event description:
Reportedly, electrocautery was used during an alizea dr 1600 implantation. Based on the information provided by the physician, after the procedure, high lead impedances and capture failure were noticed. The physician would like to know whether or not there is a solution to avoid a reintervention.

Manufacturer narrative:
The conclusions are as follows: - the patient files recorded on the day of implantation (26th of march 2024) revealed a high lead impedance for both leads (1054 ohms). The other parameters have been checked and no abnormality has been noticed. - the patient files recorded on the day post implantation (B)(6) 2024) did not reveal any abnormality. The leads impedances were measured within a normal range: o 386 ohms for the atrial lead; o 458 ohms for the ventricular lead. - the other parameters have been verified and the device seems to work as per specifications. - since the leads impedances were found quite high after the implantation procedure and the fact that the leads were implanted on the same day of the subject pacemaker, an issue on both leads at the same times seems to be unlikely whereas a connection issue cannot be excluded. - based on the available information, no issue is suspected on the subject pacemaker. Therefore, there is no reason to replace it. - the recommendation should be to set up the remote monitoring for this patient and program a transmission within one week. In case the remote monitoring cannot be managed, an in-clinic follow up should be performed within one week.